Event description:
It was reported the patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.